Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient healed and was successfully activated on (B)(6) 2026. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced excessive bleeding after initial surgery. The recipient was taken back to the operating room, that same day ((B)(6) 2026), at which time the bleeding was resolved. Per the surgeon, the bleeding was likely due to use of a prescription drug (warfarin) that the recipient takes.